Event description:
It was reported to philips that the system was unable to produce x-rays, preventing imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system was unable to produce x-ray. Upon troubleshooting, the philips field service engineer (fse) went onsite and found that the fluoro exam was not available, checked cooler for tube and oil, checked generator and voltages and found that the ist (integrated service technology) card was not working with this version. The fse had to do a software upgrade to look at log files and requested another onsite support. Upon further troubleshooting, fse checked the logfile and found that the fdc (flat detector controller fire x board) board was defective. The fse replaced fdc board and downloaded board software and found that the flat detector was not allowing system to expose. On next onsite support fse found that the detector chiller was bad, the detector could not be calibrated because the detector chiller was found defective. To resolve the issue, fse replaced the fd cooler (tcu fd mod) and calibrated flat detector after cooler replacement. The defective part was returned for analysis, for detector malfunction was observed and the failure shows mechanical damage to the unit and leakage. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.